Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported improper or incorrect procedure or method was associated with the user not using transoesophageal echocardiography. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 08 november 2024, a triclip procedure was performed to treat functional tricuspid regurgitation grade 5. Imaging was difficult, and intracardiac echocardiography (ice) was used. A xtw (lot: 40909r1119) was chosen for implantation. After deployment on the anterior/septal leaflets, the clip detached from the septal leaflet (single leaflet device attachment (slda)). An additional triclip xtw was implanted to stabilize. The procedure ended with tr reduced to grade 3. There was no reported clinically significant delay.